Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform no delivery test due to motor error alarm. Insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during prime and a no delivery alarm two days after. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.